Manufacturer narrative:
Arjo representative was informed about an incident with maxi sky 2 ceiling lift involvement. Following information provided, the resident¿s right biceps was trapped by the spreader bar hook (designed to keep sling loop in place and prevent sling detachment). The patient was alone in the room when the event took place. The nurse, who found the resident, called the firefighters to free the resident¿s arm. As a consequence, the resident sustained laceration which required sutures. Arjo representative visited the customer after the event to evaluate the device. Two failures were noticed: the trolley wheels cracked (not related with the event) and the strap cut by the firefighters. There was no malfunction of the involved spreader bar hook. The device instructions for use (document no. 001-15698-en rev. 6) gives warning: ¿this product is not intended to be operated by the patient. In the unlikely case of a failure, the patient might get stuck in the unit.¿ furthermore, after each transfer, the caregiver shall ensure to ¿move the lift away from the patient.¿ according to facility staff, the lift strap might have remained lowered after its last use and be easy accessible for the resident. When reviewing similar reportable events for the last 5 years, no other complaint was found with a similar description. This is an isolated occurrence. Based on the above, there was no malfunction that could lead the reported event. It is unknown how the resident¿s arm got caught in the device spreader bar. Arjo device was not used for the transfer, but it played a role in the event because resident¿s arm was trapped in the device. The complaint was decided to be reportable due to a serious injury sustained.

Manufacturer narrative:
Arjo qualified representative contacted the customer to collect details regarding reported incident and to evaluate device involved. The process of gathering information is ongoing.

Event description:
On (B)(6) 2020, it was reported to an arjo representative that there was an incident with the involvement of maxi sky 2 ceiling lift. Following information provided, the patient stuck his right arm in the spreader bar and as a consequence sustained laceration which required sutures. The patient was alone in the room at the time of the event.